Event description:
A patient treated with therasphere on friday (B)(6) 2011 died within 2 days from intraperitoneal hemorrhage, presumably due to tumor rupture as per the treating physician. The physician stated that this is not an unusual terminal event in (B)(6) and was not aware of it occurring in association with radioembolization but that it had been reported following chemoembolization. Death certificate lists (B)(6) as cause of death and "hemorrhage in peritoneum" as the significant contributor.